Manufacturer narrative:
On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."

Event description:
There was an allegation of error messages and a questionable result from coaguchek xs serial number: (B)(4). The result from the meter was 8.0 inr. The patient went to the hospital laboratory and the result using an unknown reagent was 6.x inr. The timeframe between the tests was not known. The therapeutic range and testing frequency were requested but were not known.